Event description:
The pump was returned for investigation. Investigation revealed a faded and discolored display lens and the vibration motor was unresponsive. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be faded and discolored. A test screen was inserted and was found to function appropriately. Evaluation also revealed that the vibration motor was unresponsive during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.